Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in the 1st diagonal branch (d1). The physician dilated the lesion with a 2.25x15mm maverick balloon, but the balloon ruptured at 8atms after an unknown number of inflations. The procedure was completed with another 2.25x15mm maverick balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).